Event description:
It was reported that during use of this handpiece, it operated intermittently. An alternate handpiece was used to complete the procedure without injury or surgical delay.

Manufacturer narrative:
Investigation findings: the handpiece was received for evaluation. During testing, the handpiece operated when connected to the battery without depressing the trigger. Further investigation found the unit operated in the safe mode. The cause of these findings are related to controller failure. A review of records at conmed linvatec found no repair history for this handpiece since manufacture. The instruction manual informs the user that preventive maintenance should be performed every 12 months. The user will be informed of this information.